Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for via phone call for high blood glucose. Customer has not been on the insulin pump in 2 days and her blood glucose is over 500 mg/dl. Customer is working with her healthcare professional to control her blood glucose. The insulin pump will not be returned for analysis.